Event description:
A surgeon reported that temporary unstable intraocular pressure (iop) occurred due to a defect of the iop control, during a vitreoretinal procedure. The physician waited for the iop to stabilize and the surgery was completed with no harm to the pt.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).